Manufacturer narrative:
Investigation evaluation: an evaluation of the three photos provided by the user was performed. The first photo provided of the box confirmed the label matched the lot number in the report. The second photo provided was in the endoscopic view of the barrel with attached bands and a deployed band still attached to the trigger cord. Based on this photo, the report on band did not separate from trigger cord could be confirmed. The third photo provided was of the barrel without bands and the ends of the trigger cord. Based on this photo provided, it can be confirmed that all bands deployed in the patient. However, it is hard to confirm the trigger cord breakage as the only portion that was pictured was the legs of the trigger cord. It is possible what the user meant by saying the rope broke [trigger cord broke] is after deployment of all six bands, the trigger cord is no longer attached to the barrel of the device. A determination of a cause of the reported observation could not be made based on the photos provided. Without return of the complaint device, a further investigation could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The additional information provided indicated that an olympus endoscope was used with the mbl-6-f. Cook medical recommends using a non ¿-f¿ mbl as there will be less length in the trigger cord to wind onto the handle spool. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope" the user indicated that all six bands deployed prematurely in the patient due to friction with the digestive tract. Rapid rotation of the ligator handle can contribute to premature band deployment. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. The instructions for use directs the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment.¿ premature band deployment can also occur if the handle is placed in the firing position when removing the scope from esophagus. The instructions for use direct the user: "note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly." The instructions for use then tell the user: "place handle in firing position and continue with procedure." The user indicated that there was breakage in the trigger cord. A possible contributing factor to trigger cord breakage and premature band deployment is allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in breakage and premature band deployment if enough tension is applied to pull the cord free. As a precaution, the instructions for use advise the user: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal ligation (evl) procedure, the physician used a cook 6 shooter saeed multi-band ligator. The physician found they were unable to deploy the bands due to the bands being unable to separate from rope [trigger cord]. Then the physician planned to withdraw the endoscope to check, but in the process of withdrawal, the device had friction with digestive tract, causing the six (6) bands to totally fall out into the patient [bands prematurely deployed]. The bands were not taken out and would be discharged with body excretions. When the physician successfully removed the endoscope and found the rope [trigger cord], it had been broken. The procedure was completed by using a new 6 shooter saeed multi-band ligator.

Manufacturer narrative:
Investigation evaluation: an evaluation of the three photos provided by the user was performed. The first photo provided of the box confirmed the label matched the lot number in the report. The second photo provided was in the endoscopic view of the barrel with attached bands and a deployed band still attached to the trigger cord. Based on this photo, the report on band did not separate from trigger cord could be confirmed. The third photo provided was of the barrel without bands and the ends of the trigger cord. Based on this photo provided, it can be confirmed that all bands deployed in the patient. Our laboratory evaluation of the product said to be involved could not confirm the report. Only a portion of the device was returned. The product received was returned in an opened box; the two-way handle, trigger cord and barrel were included in the return of the device. The loading catheter, the six (6) bands and irrigation adapter were not included in the return, which made it difficult to perform a complete evaluation. The trigger cord was returned wound on the two-way handle and it was observed that the knot on the trigger cord was not seated properly into the slot of the spool of the handle. A visual examination of the trigger cord was performed, and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined and found to be correctly filled. The length of the trigger cord was measured at within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The additional information provided indicated that an olympus endoscope was used with the mbl-6-f. Cook medical recommends using a non ¿-f¿ mbl as there will be less length in the trigger cord to wind onto the handle spool. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope" the user indicated that all six bands deployed prematurely in the patient due to friction with the digestive tract. Rapid rotation of the ligator handle can contribute to premature band deployment. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. The instructions for use directs the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment.¿ premature band deployment can also occur if the handle is placed in the firing position when removing the scope from esophagus. The instructions for use direct the user: "note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly." The instructions for use then tell the user: "place handle in firing position and continue with procedure." The user mentioned that the rope broke after the removal of the endoscope. A possible contributing factor to trigger cord breakage and premature band deployment is allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in breakage and premature band deployment if enough tension is applied to pull the cord free. As a precaution, the instructions for use advise the user: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.